Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia it was reported that the patient had experienced a high blood glucose event on 28-feb-2026. The reported blood glucose value was 400 mg/dl. The high blood glucose remained elevated for more then four hours. The high blood glucose had been treated with manual injection. No further information available.